Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 29, 2014 to july 31, 2014. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the over-pouch due to the blue winged luer cap being loose. The blue winged luer cap was tightened and the device was filled with water and observed for leaks with no defects noted. The reported condition could not be verified, as the device operated within the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was found before use. The device was received with fluid in its packaging. The device was filled with 4800 mg of fluorouracil and dextrose 5% in water. There was no patient involvement. No additional information is available.